Manufacturer narrative:
A ge svc rep performed an onsite investigation. The sys was operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported, and the field engineer confirmed through the event log, that a nurse accidentally stepped on the footswitch during a procedure. This incident caused unintended radiation to be delivered to the pt. There is no report of pt injury.